Event description:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of general redness and blisters/welts while wearing the mcot device with leadwire adapter. The patient (pt) did seek medical treatment from their doctor. The patient did take a prescription medication as a treatment method. The patient followed the skin prescription guidelines. The patient did report skin sensitivity/allergies to adhesives or metals.

Manufacturer narrative:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of general redness and blisters/welts while wearing the mcot device with leadwire adapter. The patient (pt) did seek medical treatment from their doctor. The patient did take a prescription medication as a treatment method. The patient followed the skin prescription guidelines.the patient did report skin sensitivity/allergies to adhesives or metals.the leadwire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the leadwire adapterr was not returned. The leadwire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms.the patient has a history of skin sensitivity and/or allergies to adhesives or metals. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.